Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported, while using the catheter for an ablation procedure, an occlusion alarm was noted on the irrigation pump and it was noted the handle of the catheter was leaking. There were no consequences to the pt. Add'l info was requested and is not available.